Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. Visual inspection of the device found an oblique fracture that spans the central post feature. Additionally, nicks and gouges were found across multiple surfaces of the device. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It has been reported that the provisional fractured during sterilization processing.